Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the patient had never had therapeutic effect since implant. Patient has spoken to the manufacturing representative  (rep) who has helped them change settings but then maybe it worked for a day and then they go right back to baseline again and every time they have a drink they are in the bathroom every 5 minutes. Patient was feeling ready to get it removed. Patient services reviewed general theory and use. Reviewed how to change programs. Caller was able to change from program 7 to program 1. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Additional information was received from the patient. Patient representative called back regarding patient continuing to not be getting therapeutic effect since implant. Caller stated they had tried increasing stimulation since last call, but yesterday patient started experiencing shocks down their left leg that was worse under their electric blanket. Caller stated they decreased stimulation and they were still getting shocks so they decreased stimulation more. Reviewed therapy adjustment options with caller including changing programs. Caller stated patient is frustrated and going through pads. Caller stated patient doesn't have hcp. Agent offered to mail physicians listing to patient. Caller mentioned they had been working with rep but have a hard time getting a hold of them.